Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal, sensor wire remained inserted inside his skin. Medical intervention was not needed. At the time of his call to dexcom technical support, patient reports that he was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.